Manufacturer narrative:
Device evaluation: g4, h2, h3, h6 and h10. Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support evaluated the unit is re-triggering start-up independently. Suspecting a power board issue causes the failure. No updates received from customer after replacing the power board.

Manufacturer narrative:
The vyaire technical support reviewed the log files and results shows that battery failure alarms were active on the device. The suspect device was restarted and forced shutdown by the end user multiple times with ventilation on, and since battery failure is active on this device, interruption of power from the main supply will stop ventilation. Additionally, the screenshot provided shows that battery is damaged on the suspect device. Investigation is ongoing. Any additional information received from the customer will be included in a follow up report.

Event description:
The customer reported tha technical failure 301 (watchdog failure, firmware running) and technical failure 519 (ltc1760 value out of range) is active on the bellavista 1000. Additionally, the device automatically restarts during ventilation. At this time, there was no information provided regarding patient harm in this reported event.